Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customers blood glucose level.